Manufacturer narrative:
Correction: the lot# has been provided by the customer. The following fields have been updated: d.2. Medical device lot#: 8263492 d.4. Medical device expiration date: 2023-08-31 h.4. Device manufacture date: 2019-01-03

Event description:
It was reported that no insulin would flow through the bd ultra-fine¿ insulin pen needle during the priming. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows, so she has to use a second pen needle to get it to work. Stated, if it does not prime, she will not try to inject with it"

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-06-22. H.6. Investigation summary customer returned one (1) used 31gx5mm bd pen needle from lot 8263492. Consumer reported when priming, no insulin flows. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. Pen needle DHR batch 8263492 was reviewed. The batch number was built on pen needle assembly line in jan 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that no insulin would flow through the bd ultra-fine¿ insulin pen needle during the priming. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows, so she has to use a second pen needle to get it to work. Stated, if it does not prime, she will not try to inject with it".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that no insulin would flow through the bd ultra-fine¿ insulin pen needle during the priming. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows, so she has to use a second pen needle to get it to work. Stated, if it does not prime, she will not try to inject with it."